Manufacturer narrative:
One used jelco® viavalve® safety IV catheter was returned for investigation. Upon review of the device history record, it was noted there was an issue where parts were scrapped due to missing cannula lube pads, which could affect force to advance. Visual inspection showed a needle guard assembly that was locked out. Blood residue was present in the flash chamber, nose, and guard. Functional testing found that "some force" was required to move the guard relative to the housing. The complaint was confirmed. The root cause was determined to be an exception in the initial manufacturing of the device.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the needle of a jelco® viavalve® safety IV catheter would not retract until the catheter was completely off. No injury to patient or clinician was reported.